Event description:
The user facility reported that metal debris came out of the device and got into the surgery site during a procedure. The debris was flushed out of the operating area with water and gauze until no debris was observed. Patient had a post operative infection which was treated successfully with antibiotics.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that metal debris came out of the device and got into the surgery site during a procedure. The debris was flushed out of the operating area with water and gauze until no debris was observed. Patient had a post operative infection which was treated successfully with antibiotics.